Event description:
It was reported that a vns patient initially had the vns device turned off due to lack of efficacy in 2003, and is now considering reimplant as seizures have increased without vns therapy. The patient had surgery where both the lead and generator were replaced. The reason for patient's lead replacement was not specified. In addition, the operative report indicated that the device was being replaced due to being "poorly functioning", and it is unclear whether this meant lack of efficacy for the patient, or if there was a generator device issue. The lead and generator were returned to MFR for analysis. Analysis of the lead portion returned revealed no anomalies. Completion of the pulse generator analysis is pending.